Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the lcb distal cover glass broken, the insertion flexible tube (ift) buckled, the suction channel buckled, the air/water nozzle clogged, the bending rubber leak, the remote control buttons cut, the distal body worn out, and the angle wire hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.